Manufacturer narrative:
(B) (4).

Event description:
Procedure: right inguinal hernia. According to the reporter: the device handle got stuck after the third tack fired. A second device was used, but the same problem was encountered. A third device was opened and the handle became stuck again. The operating room time was delayed approx 40 minutes due to this device jamming issue.